Event description:
The acuson service organization reported that during refurbishment, improper ac box connections to the power cord receptacle was observed. There was no report of injury to the patient as a result of the event.